Event description:
Unit was on pt for several days when it shut down with no alarm according to nurse. Family saw it happen and called for nurse. Customer checked unit and could not duplicate failure.